Event description:
A hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure in 2007. (Patient age and weight unknown). According to the complainant, half way through the ablation, fluid leaked out of the cervix causing a first-degree burn, extremely small, located on the patient's cervix. (Treated with silvadine). The physician is not sure if the patient having 10 vaginal births made her a bad candidate for the procedure. There is no further information regarding the patient.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2393.additional information regarding lot #, manufacture date and expiration date are summarized.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Should be: adverse event and product problemwas: adverse eventshould be: required intervention to prevent permanent impairment/damage (devices)was: other serious (important medical events)should be: hta procedure setwas: 5-pack hta procedure set w/ts and dhcshould have been: 10/10/2007initial MDR was: blankshould have been: initialinitial MDR was: not checked

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.